Event description:
In response to the FDA inspection conducted in april 2015, a phase 1 two year retrospective review (august 1, 2013 to august 31, 2015) of all endoscope service work orders was performed, in order to identify and assess endoscope malfunctions that may potentially fall within the MDR reportability regulations 21 cfr 803. As a result of that initial phase 1 retrospective review, mdrs were submitted retrospectively. A phase 2 retrospective review for the period of september 1, 2015 to july 31, 2016, has also been conducted. As a result of the phase 2 review, it was determined that the identified malfunction may result in a worst case scenario as "foreign matter residue found in scope channel/port/valve cylinder ". However, because there is little information available on the underlying event which led to the repair, the company is unable to determine whether this malfunction caused any risk to a patient. No known patient injury or death resulted from this event; this MDR is being submitted in an abundance of caution.